Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending /left main trunk coronary arteries. A xience skypoint stent delivery system (sds) was advanced, but got caught in the heavy calcification and failed to cross to the lesion. During removal, the stent dislodged due to the calcification. An unspecified balloon catheter was advanced into the dislodged stent and implanted the stent in the proximal lesion. Another smaller skypoint stent was implanted in the distal lesion. The patient had a good outcome. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.